Event description:
It was reported to boston scientific corporation on april 18, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastic to the jejunum to treat a malignant gastric outlet obstruction (goo) during an endoscopic ultrasound (eus)- gastrojejunostomy procedure performed on (B)(6) 2023. During the procedure, the stent was attempted to be deployed; however, the deployment hub broke into two. The physician was able to fully deploy the stent. The stent remains implanted, and the procedure was completed. There were no patient complications reported as a result of this event. A photo of the device provided by the complainant shows that the deployment hub was broken into two. Note: it was reported that the axios stent was to be implanted to treat a malignant gastric outlet obstruction (goo) during an endoscopic ultrasound (eus)- gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The axios stent is not indicated to be implanted to treat a malignant gastric outlet obstruction (goo).

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of handle break for gastrojejunostomy procedure. Block h10: an axios electrocautery enhanced delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the control hub detached and was not returned. A media inspection was performed of a photo provided by the complainant, and it was observed that the control hub was detached from the handle. No other problems were noted to the delivery system. The reported event of handle break was confirmed. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed to treat a malignant gastric outlet obstruction (goo). The IFU states, "the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall." The axios stent is not indicated to be placed to treat a malignant gastric outlet obstruction (goo). Additionally, stent positioning issue is a known potential complication associated with the use of the device in the manufacturer's labeling. Taking all available information into consideration, the investigation concluded that the handle break was likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled and/or the technique used by the physician (force applied) when the stent was attempted to be deployed, limited the performance of the device and contributed to the handle break. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure.

Manufacturer narrative:
Medical device problem code a0401 captures the reportable event of handle break for gastrojejunostomy procedure.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastic to the jejunum to treat a malignant gastric outlet obstruction (goo) during an endoscopic ultrasound (eus)- gastrojejunostomy procedure performed on (B)(6) 2023. During the procedure, the stent was attempted to be deployed; however, the deployment hub broke into two. The physician was able to fully deploy the stent. The stent remains implanted, and the procedure was completed. There were no patient complications reported as a result of this event. A photo of the device provided by the complainant shows that the deployment hub was broken into two. Note: it was reported that the axios stent was to be implanted to treat a malignant gastric outlet obstruction (goo) during an endoscopic ultrasound (eus)- gastrojejunostomy procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The axios stent is not indicated to be implanted to treat a malignant gastric outlet obstruction (goo).